Manufacturer narrative:
D4: the device lot number was not provided, and the manufacture (h4) and expiration date could not be determined. The primary UDI number in d4 is reflective of all available information. H6: additional codes - e0521 coronary obstruction/occlusion. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
On (B)(6) 2024, the patient was seen in clinic again and presented with 82 low flow alarms, and event log files were again submitted for review. The event log files captured a string of low flow events beginning on 05dec2024 where the estimated flow dropped below 2.5 lpm. No equipment issue was found. An echocardiogram was taken and found no indication of clot/obstruction, but did note at least mild, if not moderate aortic insufficiency, noted to be worse than when last observed in the patient in 2015, however the left ventricular end-diastolic dimension (lvedd) was noted to be smaller, and there was no clinical documentation that stated the left ventricular assist device (lvad) or lvad therapy caused the worsening aortic insufficiency. The patient was reported as having a known intermittent atrial fibrillation (a-fib) with a controlled ventricular rate that was causing fatigue in the patient. It was unknown if the patient had a history of arrhythmia pre-lvad implant, although the patient was noted has having previously had an implantable cardioverter-defibrillator (ICD) implanted, which was stated to have been removed in 2024. The arrhythmia was not thought to be lvad device or therapy related and did not result in any clinical compromise. The arrhythmia was not resolved, and the patient had a zio patch placed to monitor it, had their medication adjusted, and was scheduled for an electrophysiology (ep) consultation. On (B)(6) 2025, the patient had a right heart catheterization (rhc) performed to evaluate hemodynamics due to continuing low flows, and a 750 ml intravenous fluid (ivf) bolus was administered due to low biventricular filling pressures. Filling pressures, lvad flows, cardiac output (co), cardiac index (ci), and pulmonary artery saturation (svo2) all increased incrementally after administration of the ivf bolus. Hypovolemia was reported to be playing a role in the low flows, and the patient improved with better hydration, with no reported symptoms, though the low flows did not resolve completely. A computed tomography (CT) scan performed on (B)(6) 2025 to assess for any contributing factors. The CT scan found hypoattenuating thrombus throughout the outflow graft (ofg), at its greatest at the caudal aspect closest to the device with mild to moderate luminal narrowing, up to approximately 30-40%. The inflow cannula was showed no thrombus or obstruction to the level of the left ventricle (lv), and there were no driveline associated inflammatory changes. The patient had multichambered cardiac enlargement, with an enlarged lv with severely reduced global systolic function, and signs of chronic infarction in the left anterior descending (lad) artery. The patient showed a poorly opacified right coronary artery (rca) with a lack of visualization of the mid and distal segments, and the physician was suspicious for severe stenosis or occlusion and recommended dedicated evaluation with angiography. There had been no changes to the patient anticoagulation status since on (B)(6) 2024, when the patient transferred to their current hospital, and no recent changes to any pump parameters. It was noted the patient stopped taking acetylsalicylic acid (asa) on (B)(6) 2022 at their previous hospital. The only thrombus symptom reported was the previously mentioned fatigue, and the suspected occlusion/stenosis in the rca was not confirmed. As of on (B)(6) 2025, no treatment had been performed for the thrombus, and the patient was still being assessed for potential clot. The customer was unsure if the CT scan interpretation was accurate, and there had been no change in the patient's treatment plan.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Analysis of the submitted log file confirmed low flow alarms. Although a specific cause for the events could not be conclusively determined through this evaluation, the account reported that hypovolemia was playing a role. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files collectively contained events from (B)(6) 2024 through (B)(6) 2025. Low flow hazard events were captured on (B)(6) 2024, (B)(6) 2025. No other notable events were captured. The pump appeared to function as intended and operated at or above the lsl for the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and hmii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and thrombosis, that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis as well as how to respond to such events. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. This section also lists arrhythmia and hypovolemia as potential late postimplant complications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.